Event description:
It was reported that the rotation switches stuck and c-arm rotating on its own. No injury reported. A field engineer was dispatched to the site and determined the switch mounting hardware needed to be tightened. Once this was completed the system was working as intended.